Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (514 mg/dl). Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer received insulin while in the hospital to address elevated bg levels. Reportedly, hospitalization was due to gastrointestinal bleeding that was unrelated to the pump or supplies.